Event description:
While an autoclaved collector was being removed an employee received a needlestick injury to their hand from an exposed needle which penetrated the bottom of the collector. The employee was holding the collector by the handle with one hand and the bottom of the collector with the other.